Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the programming history, a programming anomaly was identified. On (B)(6) 2010, a faulted diagnostics occurred, which resulted in a change to the patient's settings. A final interrogation was performed however the patient still left at 1/20/500/30/60/1/500/30. On (B)(6) 2011, the patient was interrogated and again left at the faulted settings. No additional history is known at this time.